Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a pump reset, and after performing the reset, the cgm error was resolved, allowing the customer to start their sensor session successfully.